Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1908162. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-08-21. Medical device lot #: 1905104. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-29. Medical device lot #: 1906104. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-05-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the discardit¿ ii syringe w/o needle had "abrasions" present on it during use. Lot#'s 1908162, 1905104, and 1906104 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from (B)(6) to english: "even thought there was changes in the production of your products, the syringes discardit ii still present abrasion".

Manufacturer narrative:
H.6. Investigation summary. Bd has been provided with a sample for catalog 300296 lots 1908162, 1905104 and 190104 to investigate for this record. Visual examination of the returned sample shows white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue. Bd has concluded that the mentioned ¿particles¿ consist of accumulation of ¿slip agent¿ which is used in the formulation of the polypropylene which is in turn used to manufacture the syringe. This slip agent (primary amide lubricant) is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. Toxicologic material risk assessments have been performed and all results passed accordingly. It is concluded that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time these lots are reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that the discardit¿ ii syringe w/o needle had "abrasions" present on it during use. Lot#'s 1908162, 1905104, and 1906104 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter, translated from german to english: "even thought there was changes in the production of your products, the syringes discardit ii still present abrasion".